Manufacturer narrative:
Product investigation by manufacturer: returned product consisted of a jetstream xc-2.1. The guidewire was stuck in the device. The device and the catheter shaft were analyzed for damage. The catheter shaft showed shaft damage/buckling located 2cm from the tip. There was shaft damage located 17.5cm to 18.5cm from the tip. The stuck guidewire was sticking out of the device's tip approximately 89cm and sticking out of the pod 55cm. The wire was attempted to be removed from the device; however, the wire could not be removed. The device was x-rayed to see if the guidewire lumen showed internal damage; however, no damage was noticed. The device's catheter shaft was dissected to see if there was any damage to the drive coil; no damage was noticed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The complaint was confirmed for guidewire sticking issues due to shaft damage and possible coating scrapped off and occluding the guidewire lumen.

Event description:
It was reported that the device became entrapped on the guidewire. The 100% chronic totally occluded lesion was located in a mildly tortuous and severely calcified left superficial femoral artery. A 2.1mm jetstream xc atherectomy catheter and thruway guidewire were selected for use in the peripheral atherectomy procedure. After crossing the lesion with the thruway guidewire, the jetstream catheter was inserted and activated. After two successful passes in the blades down position, the device was used in the blades up position. The distal lesion became difficult to pass after two runs and resistance was noted when advancing the jetstream catheter along the thruway wire. After the second run, the device was rex'd, but removal from the body was unsuccessful. It was noted that the jetstream catheter could not be removed from the thruway guidewire. The devices were removed together and the wire position was lost. Post angiographic views were taken, and noted that distal runoff was good. The procedure was rescheduled to be completed in the future. There were no patient complications reported.

Event description:
It was reported that the device became entrapped on the guidewire. The 100% chronic totally occluded lesion was located in a mildly tortuous and severely calcified left superficial femoral artery. A 2.1mm jetstream xc atherectomy catheter and thruway guidewire were selected for use in the peripheral atherectomy procedure. After crossing the lesion with the thruway guidewire, the jetstream catheter was inserted and activated. After two successful passes in the blades down position, the device was used in the blades up position. The distal lesion became difficult to pass after two runs and resistance was noted when advancing the jetstream catheter along the thruway wire. After the second run, the device was rex'd, but removal from the body was unsuccessful. It was noted that the jetstream catheter could not be removed from the thruway guidewire. The devices were removed together and the wire position was lost. Post angiographic views were taken, and noted that distal runoff was good. The procedure was rescheduled to be completed in the future. There were no patient complications reported.